Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus calibration test failed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no report of missing/detached material from the portion of the device that enters the patient¿s body. There was a report of blurry vision. No report of an inverted image. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms. No photographic images of the device or a video recording of the procedure is available for isi review. The endoscope was shipped to isi.